Event description:
It was reported that during a laparoscopic ventral hernia procedure, during insertion and the procedure, 4 instruments tore and the surgeon was unable to create and maintain pneumoperitoneum. Patient incision size was increased and procedure completed. The case was converted to open.